Event description:
It was reported that the customer observed open ground wire on device. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. Connected the ground bond and powered on the device. Device failed at ground bond test. Removed back cover for further investigation. Visual inspection and found that line cord ground wire was loose due to a loose locking nut, which did not get a full contact to the chassis. This confirmed customer reported reason. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: tighten locking nut onto the line cord ground wire and test electrical safety test. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.